Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus prerov. During incoming inspection it was found out that after switch was on, the alarm is generated and the light on the front panel is turned off. Faulty main board was observed and needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, device has black screen and with continuous beeping. Turning off and on solved the problem. The issue found at preparation for use. There was no patient harm or impact reported on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The phenomenon was caused by faulty main board. The root cause of the phenomenon could not be conclusively identified. Olympus will continue to monitor complaints for this device.